Event description:
It was reported that the implant demonstrated poor fit intraoperatively, with mismatches between anterior and posterior regions. Significant trimming was required in the anterior and temporal areas; however, a slight anterior gap remained. Despite an optimal fit in the design plan, the implant appeared over bent and did not match intraoperative conditions.